Manufacturer narrative:
Product analysis: the guidewire was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, at 80% deployment, hypotension was noted. The valve was deployed and functioning, however the blood pressure did not recover. Echocardiogram indicated a pericardial effusion. The effusion was drained and anticoagulation was reversed. Subsequently, the patient expired. The cause of death was unknown, however it was reported that there was a possible left ventricular perforation caused by the guidewire. An autopsy was not performed.